Manufacturer narrative:
Section g4: 510(k) this part is not approved for use in the united states; however a like device catalog # 7510800, PMA # p000058 and UDI # (B)(4) was cleared in the united states. Additional codes: annex g code preferred term is recombinant bone morphogenetic protein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was pseudarthrosis left leg cure. It was reported that, use of bmp on congenital tibial pseudarthrosis in a 2-year-old child. Procedure performed was cross union surgery for congenital pseudarthrosis of the tibia. There were no patient symptoms reported. No further complications reported regarding the event.